Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes huge myomatous uterus, extensive iliofemoral deep venous thrombosis (dvt) and left leg pain. Prior to the index procedure, an unknown filter was not successfully deployed secondary to the large calcified fibroid, there was 'very significant difficulty passing' and the patient experienced pain. The procedure was abandoned. Two days later, the subject filter was successfully. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter, fracture of one or more of the filter struts, stenosis and embedment. Approximately twelve years post implant, there was an unsuccessful removal attempt. During the procedure, the hook of the filter was straightened out. The procedure was stopped. Prior to this attempt, the patient experienced swelling of the left leg which worsened with standing. The patient was non-compliant with compression stockings. Two weeks later, a second attempt was made for retrieval. The filter was looped with a glidewire from above and below, straightened and in turn fractured from the loop below. It was deformed. It was pulled into a 16 sheath partially and attempted to be removed to the superior vena cava. The filter fractured again and became lodged in the perihepatic ivc. Subsequently, the groin sheath was upsized, the filter was snared and removed in total without any remnants left in the body. A balloon was gently inflated in the pararenal ivc and the parahepatic ivc. Excellent hemostasis was obtained. Per the patient profile form (ppf), the patient reports fracture, tilt and filter is embedded in wall of inferior vena caval. The patient had two removal attempts. There was an unsuccessful (due to previous injuries) removal attempt approximately twelve years and three months after the index procedure. Twelve years and four months after the index procedure the filter was successfully removed. A CT revealed tilt and embedment. The second successful removal procedure found that the filter had fractured, and that stenosis was present. The patient also reports chest pain, leg pain, shortness of breath., emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Anxiety, shortness of breath, leg swelling, and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of a huge myomatous uterus, extensive iliofemoral deep venous thrombosis and pain, left lower extremity. A filter was deployed via the patient's right internal jugular vein. The patient had a large calcified fibroid, there was 'very significant difficulty passing' and the patient experienced some discomfort. There was some concern that the surgeon had gone outside the lumen of the vein. It was determined the filter was in the intraluminal area and blood was aspirated through the catheter. It was unclear if the patient had a duplicate cava. The procedure was abandoned. While retreating, it was found that the surgeon confirmed that he had been in the external iliac vein and in the common femoral vein. The patient did experience significant pain in her neck and back. The filter was successfully placed later. Approximately twelve years after the index procedure there was an attempt to remove the filter. The filter had dense attachments to the inferior vena cava (ivc) wall . Prior to this attempt, the patient experienced continued mild swelling of the left leg which got worse when the patient was on her feet all day. It was noted that the patient was not wearing her compression stockings. With excessive tension the surgeon was unable to retrieve the filter and it was noted that the hook seemed to have been bent straight. The medical records state that during the procedure the hook on the caudal aspect of the filter was straightened out. The decision was made to stop the procedure. Two weeks later there was a second attempt to remove the filter using a caudal and cranial approach. The filter was looped with a glidewire from above and below, straightened and in turn fractured from the loop below. It was deformed. It was pulled into a 16 sheath partially and attempted to be removed to the superior vena cava. The filter fractured again and became lodged in the perihepatic ivc. Subsequently, the groin sheath was upsized, the filter was snared and removed in total without any remnants. A balloon was gently inflated in the pararenal ivc and the parahepatic ivc. Excellent hemostasis was obtained. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, tilt and filter is embedded in wall of inferior vena caval. The patient became aware of the reported events eleven years and four months after the index procedure. The patient had two removal attempts. There was an unsuccessful (due to previous injuries) removal attempt approximately twelve years and three months after the index procedure. Twelve years and four months after the index procedure the filter was successfully removed. A computed tomography (CT) scan performed of the filter revealed tilt and embedment. The second successful removal procedure found that the filter had fractured and that stenosis was present. The patient also suffers from chest pain, leg pain, shortness of breath., emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the filter, fracture of one or more of the filter struts, stenosis and embedment. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Stenosis does not indicate a device malfunction. Rather, patient and/or vessel characteristics may have contributed to this event. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural or post implant films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter, fracture of one or more of the filter struts, stenosis and embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.